Event description:
It was reported that the patient presented for a routine follow up and an alert for low ventricular lead impedance with a polarity switch was observed. The polarity was changed back to bipolar and intermittent capture was observed. The device was reprogrammed to unipolar. On 01/09/2015 a pre-operative examination revealed that the right ventricular lead was oversensing noise and the patient had symptoms of fatigue. The lead was capped and replaced without complications. The patient was discharged without complaints.